Event description:
It was reported to philips that the device failed to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the device failed to boot. Fse checked the flex vision pc cmos battery and found battery failure. The review of the log file shows malfunctioning flex vision pc. Fse replaced the cmos battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method was corrected.